Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the air/water tube, cylinder and nozzle had whitish foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in the device, the material adhered to the nozzle could be surgical glue, but the type of the material adhered to the air/water-cylinder and air/water-channel could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from damaged biopsy channel. Subsequently, the material was not possibly eliminated due to damage on channel tube, resulting in a loss of water tightness. The event can be detected/prevented by following the instructions for use: -gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.